Event description:
It was reported that the ilet user experienced high blood glucose after announcing dinner, during a period of sensor errors and unavailability. The user ingested glucose gummies and a glucose drink to treat a low and subsequently reported elevated readings, consistent with overtreating hypoglycemia, while no device component was implicated. Symptoms included hypoglycemia followed by hyperglycemia, with reported values ranging from 66 mg/dl and 236 mg/dl. Outcomes included no health consequences or impact despite minor injury of hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem, with no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.